Event description:
It was reported that the lead exhibited a high voltage lead impedance issue. High voltage circuit damage was detected on device. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.